Event description:
It was reported that the patient's parent noted a that the patient was not hearing as well with the implant as with the contralateral era equipped with a hearing aid. A CT scan has been ordered as the next step.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.